Event description:
The customer observed erratic results generated on the alinity c processing module for three patients. The results were inconsistent with the patient¿s historical result. The customer repeated the samples on an alternate instrument. The following data was provided: sid (B)(6)creatinine result = 17.0 mg/dl; repeat on alinity 2 result = 0.7 mg/dl patient¿s previous result = 0.8 mg/dl sid (B)(6)creatinine result = 4.7 mg/dl; repeat on alinity 2 result = 1.0 mg/dl patient¿s previous result = 1.0 mg/dl sid (B)(6)calcium result = 1.26 mmol/l; repeat on alinity 2 result = 2.37 mmol/l calcium approximate reference (normal) ranges: 8.4 to 10.2 mg/dl (2.10 to 2.55 mmol/l) no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and repeated the samples 10 times each. The results were acceptable per the customer. The fsr was unable to determine a single definitive likely cause for the erratic results. The alinity c processing module, serial number (B)(6)was considered the likely cause of the issue. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6). A review of tracking and trending of the product monitoring review (pmr) scorecard did not identify any similar issues related to the alinity system, likely cause parts, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6)was identified.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed erratic results generated on the alinity c processing module for three patients. The results were inconsistent with the patient¿s historical result. The customer repeated the samples on an alternate instrument. The following data was provided: sid (B)(6) creatinine result = 17.0 mg/dl; repeat on alinity 2 result = 0.7 mg/dl patient¿s previous result = 0.8 mg/dl. Sid (B)(6)creatinine result = 4.7 mg/dl; repeat on alinity 2 result = 1.0 mg/dl patient¿s previous result = 1.0 mg/dl. Sid (B)(6) calcium result = 1.26 mmol/l; repeat on alinity 2 result = 2.37 mmol/l. Calcium approximate reference (normal) ranges: 8.4 to 10.2 mg/dl (2.10 to 2.55 mmol/l) no impact to patient management was reported.